Event description:
It was reported via repair work order that the footboard clamshell on the 3005s3ex was broken with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.